Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported needle to cuff miss was confirmed. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The five additional perclose proglide devices referenced, are being filed under separate medwatch manufacturer report numbers.

Event description:
It was reported that bilateral suture placement in both the left common femoral (lcfa) and right common artery (rcfa) was attempted with six proglide device via a 9f sheath using the per-close technique prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, when the needle plunger was removed after deployment, there was no suture present. A cuff miss had occurred. The sutures of two new proglide devices were successfully pre-placed in both the lcfa and rcfa. The sheath was upsized to an 18f. The evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures in both the lcfa and rcfa. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.